Manufacturer narrative:
(B)(4).

Event description:
It was reported that a decrease in ventricular sensing was observed and that the patient had received inappropriate shock due to post-paced t wave oversensing. Patient was stable after the event. No further information.